Event description:
It was reported that a revision was performed due to a broken 2.7mm/2.5mm variable angle locking compression plate for posterolateral distal humerus. On (B)(6) 2012, the patient underwent an open reduction internal fixation on the humeral shaft. The patient returned on an unknown date in (B)(4) 2014 with a non-union. On (B)(6) 2014, a revision surgery was performed during which the reported plate was implanted. On (B)(6) 2014, the patient returned reporting pain. The surgeon discovered by x-ray that there was non-union and the plate had broken at the fourth or fifth screw hole. The surgeon performed the hardware removal/revision surgery on (B)(6) 2014 and replaced the broken plate and twelve screws which were of varying sizes and quantity of both 3.5mm cortical and 2.7mm locking screws. All screws were fixed firmly in the bone. The procedure was completed successfully without delay and no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed due to a broken 2.7mm/3.5mm variable angle locking compression plate for posterolateral distal humerus.